Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported, foreign matter was found in the bd product 20ml discardit ii syringe w/o needle. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation needed. Based on the photo(s) received the investigation concluded: confirmed, bd was able to confirm the customer¿s indicated issue complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above a CAPA is not required at this time. Sample evaluation: we have been provided with a picture of the affected sample. The evaluation of the returned picture of the sample showed that the syringe barrel was burnt due to a defective injection process, confirming the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011 (march 14 - 15th, 2017). Syringes were assembled in machine, nº4204, and nº4208, in lot #7072001 (march 13 - 20th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7072484, and #7066492 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7072488, and #7066066 and no problems, defects or qn related to the reported issue were found. Root cause analysis the burnt barrel defect was produced in the injection molding machine. Due to the high working temperatures (about 300ºc), different gases are produced inside the mold. During normal production these gases are expelled through some conduits, outside the mold cavity. In this case the expulsion was not done correctly and some gases remained in the mold cavity and produce the burnt of the syringe barrel. Confirmation the returned picture of the affected sample presented black particles due to burnt syringe barrel. We confirmed the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time. Based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.